Manufacturer narrative:
Philips service repaired the footswitch and exchanged it with a spare onsite and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an intermittent generator error occurred during fluoro due to a bent pin at the footswitch connection on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.